Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the down button on the insulin pump was not responding properly. Customer stated that they have to press the buttons several times to get it to work. Customer's blood glucose reading at the time of the call was 280 mg/dl. No further information reported.

Manufacturer narrative:
Unit received with intermittent button response due to flattened all the buttons dome switches. Unit had minor scratched display window, cracked case at display window corners, battery tube threads, reservoir tube lip and stained end cap sticker.